Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was 289 mg/dl and the patient was treated with bolus. No further information available.